Manufacturer narrative:
During evaluation and investigation, the implant was not available for analysis. The implant is not expected to be returned for the manufacturer review/investigation. The DHR records of plate involved with the case were reviewed. All records indicate the product used was manufactured within acceptable design tolerances and there were no deviations noted that may have attributed to the failure mode.

Event description:
It was reported that on (B)(6) 2020, a revision surgery was performed to correct a broken anterior silverback gorilla plate in the patient's right ankle. The original surgery occurred on (B)(6) 2019. The plate broke approximately 3 months after implantation. It was reported that the patient was non-compliant to surgeon's post-operative weight bearing instructions.